Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had out of range impedances and recent difficulty with the recharging process. The electrode in question was not being used and the patient therapy is  not affected. There were no factors that may have led or contributed to the issue and no troubleshooting performed. A wireless recharger (wr) will be given to the patient. The issue was resolved.